Event description:
The dealer called stating that the tdx3-ps power chair is allegedly getting a left brake fault code.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdx3-ps, serial number/date (B)(4) is approximately 5 years old. The owner's manual part number 1114809, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device states that the motor was replaced in (B)(4) 2011. The malfunction has not been confirmed.